Event description:
A malfunction alarm was reported under exceptional conditions of high temperature and humidity there was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.